Event description:
It was reported the patient felt an overwhelming feeling of paralysis. The patient went to the emergency room. At the time, the stimulation was off and the battery level was depleted. No symptoms or outcome were reported. A follow-up report will be submitted if additional information becomes available.